Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported to have observed a driveline disconnect alarm while connected to the mobile power unit (mpu) however no alarms observed while on batteries. The manufacturer¿s technical services representative reviewed the submitted log file and reported six driveline disconnect events recorded on (B)(6) 2018 between 01:38:41 and 01:44:24 while connected to the mpu. The patient¿s x-rays were reviewed and found unremarkable. Additional information reported that the plan is to have the patient undergo an lvad exchange however it is still in discussion. No additional information was provided.